Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The customer declined to have the service rep evaluate or repair the device. No further info is currently available. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.